Event description:
Additional information revealed that patient had (B)(6) allergy test to component of the drg system and will be explanted soon.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced numbness in the right thigh, bilateral abdomen, and groin following a drg implant surgery. Reportedly, patient turned the stim off and issue numbness did not resolve. As a result, a surgical intervention may be pending to address the issue.

Event description:
Additional follow up revealed that patient underwent a surgical intervention on (B)(6) 2018, wherein entire system was explanted and confirmed via x-ray diagnostic.